Manufacturer narrative:
No further evaluation of the device is required. The IFU for dimension ctni flex reagent cartridge contains the following info. "Pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 0.79 ng/ml was obtained. The sample was retested on alternate methodology and a result of 0.00 ng/ml was obtained. The sample was then rerun on the original instrument and a result of 0.73 ng/ml was obtained. The sample was then treated with nbt and repeated. The result from the nbt was 0.01 ng/ml. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I results. Analysis of sample indicates that the cause of the falsely elevated troponin I results was non specific binding.